Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to an unknown reason. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.